Manufacturer narrative:
Findings: unit had unresponsive all buttons due to unlocked/lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
Customer reported via phone call that the insulin pump is working anymore. Customer's blood glucose was unknown. Customer was advised the pump was replaced.